Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via email that every time she changed the battery, the insulin pump alarms failed battery test. Blood glucose value was 170 mg/dl. She also received battery out limit alarms due to the batteries being out of the device for longer than duration allowed. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; she received a failed battery test alarm. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.